Event description:
It was reported that the patient had presented with less than 50% therapy relief and pain all over his body. An MRI suggested an inflammatory mass, specifically an extradural cyst, at the catheter tip. The cyst was removed, after which imaging suggested intra-dural deformation. Additionally, it was found that the catheter had coiled in front of the pump. The pump was removed, a new connector was placed, and the catheter was secured behind the pump. At the time of report, the drug had been replaced with preservative-free saline and the drug was being "bridged out of the pump." It was reported that there had been patient injury. The drugs used in this system were dilaudid, bupivacaine, clonidine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.